Event description:
It was reported that during an unknown procedure, the clips jammed and jaws would not open up, the device clipped. The device was shaken off the tissue and would not let another clip fall into jaws, another device was used, there was no tissue damage and no patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Device fired through lockout, empty, indicator wheel failure the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, the lockout was fired through and the orange indicator was beyond its intended position. The advancer appeared to function properly when fired. A possible cause for the indicator failure may be a previous feed error or firing through the device lockout, which may cause the indictor to over-travel the intended point. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No incident related to the reported event was observed during the batch record review.